Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "error 703" was confirmed by baxter quality engineering as failure code 703:00. This condition was caused by a faulty user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct this condition. Review of the event history determined that the reported condition occurred on (B)(6) 2011 not on the reported occurrence date of (B)(6) 2011. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with "error 703", which was discovered in the general patient ward. It is unknown when this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered that failure code 703:00 interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.